Event description:
It was reported that the device had been continuously beeping . There was no patient involvement.

Manufacturer narrative:
Omit : c20 - no findings available. Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information: imdrf annex a, b, c, g codes and manufacturer narrative. Root cause: the probable cause of the reported issue, where the 8015 continuously beeping, was not identified by bd tech support during the customer call. As the customer was unresponsive to follow-ups, it was advised to return the unit to the depot for repair.

Manufacturer narrative:
Additional information : imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device had been continuously beeping. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had been continuously beeping . There was no patient involvement.